Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an pump module door failed to clamp off was not determined because no products or device logs were returned.

Event description:
It was reported that there was a general complaint that the sear of the pump module door occasionally failed to clamp off the infusion line when opening the door. The customer was not able to provide specific event details, but indicated that the issue occurred six (6) times over the course of two (2) years. There was patient involvement, but no harm was indicated.

Event description:
It was reported that there was a general complaint that the sear of the pump module door occasionally failed to clamp off the infusion line when opening the door. The customer was not able to provide specific event details, but indicated that the issue occurred six (6) times over the course of two (2) years. There was patient involvement, but no harm was indicated.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.